Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient that three days ago developed bleeding in his bowel movements.  He reports stools are streaked with blood, also having fresh red blood coming out of his rectum on 2 other occasions. He denies any melena. For unclear reasons he also started feeling fatigued starting yesterday, at around the same time he developed right sided conjunctival bleed which according to the patient and his wife is resolving.  He was hospitalized for further evaluation. Upper gastrointestinal (gi) endoscopy revealed moderate gastropathy and duodenopathy without active bleeding. Bile present in descending duodenum, isolated non bleeding angiectasia in the gastric body. It was suggested that patient proceeds with colonoscopy, start pantoprazole, and check h. Pylori stool antigen and serum h. Pylori and treat if either are positive. Colonoscopy findings were, active bleeding, angiodysplastic lesion in the cecum  status post epinephrine injection, argon plasma coagulation (apc), and clip placement with  hemostasis achieved, 4 mm ascending colon polyp; not removed due to patient actively bleeding and on anticoagulation, 7 mm sigmoid colon polyp; not removed due to patient actively bleeding and on anticoagulation. Patient was returned to inpatient unit and was clear for liquid diet at this time and monitor for signs of re-bleeding, anticoagulation per the cardiology service, this event has been resolved. Repeat colonoscopy within 1 year, if clinically appropriate, for polyp removal. No further information provided at this time.